Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer's blood glucose (bg) level was 50 mg/dl. The customer consumed carbohydrates to address bg levels a cartridge change was performed resolving the issue.